Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract during the eco-study procedure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the product did not retract while being used. Manager of the office stated that they have used these type before with no issues. There were no needlestick injuries and they were performing ecostudies procedures. No other patient specifics provided. No patients were injured but they addressed it as a safety concern... Are you able to provide the date of the event? It happened one time on tuesday, (B)(6) 2022 and 3 times on wednesday, (B)(6) 2022. It happened with different nurses at different times of the day."

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract during the eco-study procedure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the product did not retract while being used. Manager of the office stated that they have used these type before with no issues. There were no needlestick injuries and they were performing ecostudies procedures. No other patient specifics provided. No patients were injured but they addressed it as a safety concern. Are you able to provide the date of the event? It happened one time on tuesday, (B)(6) 2022 and 3 times on wednesday, (B)(6) 2022. It happened with different nurses at different times of the day."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.